Event description:
The biomed reported a malfunctioning navigation ring. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and was emailed a letter providing information regarding replacement of the front bezel with navigation ring. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomedical engineer the issue was discovered when the machine was being tested in biomed. The biomedical engineer reported that the touchscreen is functional and allows user to make settings changes. Based on this information, the reported issue no longer meets reportability requirements as it will not possibly cause or contribute to death or serious injury.